Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed.  Upon investigation the rear response button was unresponsive. The cause for the failure was traces damaged near the leds and switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.